Event description:
It was reported that a decrease in r-waves were observed. The patient was asymptomatic. The lead was repositioned and the patient was doing well after the procedure.

Manufacturer narrative:
(B)(4).